Event description:
Pt in surgery for right thyroid lobectomy. Nim trivantage emg ett placed for nims monitoring throughout the case. During the middle of the case, right electrode intermittently not working. Nims machine changed out. Right electrode still did not work. Dr. Found the issue to be the right (red wire) connected to the ett.